Event description:
Customer reported blood glucose results of "lo", which on the aviva system indicates a result below 10 mg/dl, and 267 mg/dl within 10 minutes on the aviva system. Customer did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.